Manufacturer narrative:
The reported event was lead dislodgment. As received a complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual examination found no anomalies.

Event description:
During an in-clinic follow-up, dislodgement was observed on the left ventricular (lv lead) which was confirmed with diagnostic imaging. The lv lead was explanted and replaced to resolve the event. The patient was stable.